Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level of 600 mg/dl. Customer experienced current blood glucose levels was 485. Customer reports they had symptoms like nausea and ears ringing troubleshooting performed for high blood glucose level. Customer does alleged possible pump under delivery. Troubleshooting was perform for high blood glucose level. The product will be return for the analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test.